Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens (icl), -5.0/1.0/168 (sphere/cylinder/axis), into the patient's right eye (od) on (B)(6) 2019. The lens was exchanged for a shorter length lens on (B)(6) 2021 due to excessive vault. The problem was resolved. The cause of the event was reported as unknown.